Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that near the end of a blood infusion at 175 ml/hr via "tunneled line", blood leaked at the connection of the male-luer on the blood set to the the maxzero. The set was in use 90 minutes when the event occurred. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that blood leaked at the connection of the male luer on the blood set to the maxzero was confirmed. Visual inspection showed no anomalies. During functional testing a leak was observed at the connection between one of the maxzeros and the male luer. Closer inspection of the maxzero under magnification showed a microchannel that was allowing fluid to leak out. The root cause of the microchannel was an equipment error during the inspection and testing process.

Event description:
The customer reported that near the end of a blood infusion at 175 ml/hr via "tunneled line", blood leaked at the connection of the male-luer on the blood set to the maxzero. Set was in use 90 minutes when event occurred. There was no report of patient harm.